Event description:
I purchased the acuvue oasys contact lens - extended wear, change every two weeks - in 2007. Approximately 60 days after purchase, this lens caused my eyes to feel itchy and less focused. I thought maybe the problem was a bad batch, I switched to a new set of lens, same problem. Saw an eye doctor approx six months later because I was unable to see in bright sunlight. My corneas were scratched, at first it was thought to be an allergy. I was prescribed drops and missed a few days of work. After 2 weeks I tried the lens again and in less than a week same problem. It was finally determined the problem was the lenses. I was unable to wear the lens again and had to wear glasses. Of 2008, about 4 months. At one point I spoke with a rep from johnson and johnson, who assured me I would be reimbursed for the product, doctor visits and prescriptions. That never happened. These contacts have a serious flaw and cause allergic reactions, buyer needs to be aware, my eyes are still not completely healed and I have lost additional vision because of this, not a good product. Dose: 1 lens each eye. Frequency: change bi-weekly. Route: ophthalmic. Dates of use: 2007. Diagnosis: near sited with astigmatism. Event abated after use stopped: yes. Event reappeared after reintroduction: yes.